Event description:
Customer reported an iris pot problem. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened all collimator wire connections. System operates as intended. This MDR is related to ge healthcare complaint number.